Event description:
Complainant alleged that during the monitoring of a patient's (age and gender unknown) heart rhythm, the device screen display went blank, except for the appearance of random dots. The medics then obtained a back-up device and continued monitoring the patient's heart rhythm. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.